Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0d0eb, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that for the past week the patient had felt a burning sensation at the implantable neurostimulator (ins) pocket site. It was noted that there was a problem with the patient programmer and the patient was not able to make an adjustment or adjust stimulation either with or without the antenna attached. The reporter stated that one to two weeks ago when the patient tried to make a change with his programmer, if he increased stimulation it would jump from 1.0 to 1.5 and if he tried to decrease stimulation the amplitude would jump back in the other direction. It was reported that the patient programmer would not connect to the ins with our without the antenna. It was noted that the patient had back surgery 3-4 weeks ago, the patient didn¿t use stimulation for about one week post-surgery, and then the programmer troubles started. It was later reported that the patient programmer wouldn¿t do telemetry with or without the antenna and the anomaly appeared to have occurred through product use. Analysis of the patient programmer revealed no anomaly and the programmer face plate was scratched. It was later reported that the patient did not have concerns with the device or therapy.